Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l35606, implanted: (B)(6) 1997, product type: catheter.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving bupivacaine/marcaine, lioresal/baclofen, and dilaudid/hydromorphone via an implanted pump. The concentrations and doses at the time of the event were not reported. The indication for pump use was spinal pain, non-malignant pain, and other non-malignant pain. On (B)(6)-2016 it was reported that the patient's catheter was not able to be aspirated at some point prior to today, but the patient was doing okay, so the doctor did not choose to do any further action at that time. Additional information was received from a healthcare professional on (B)(6)-2016 and it was reported that the inability to aspirate the catheter occurred in (B)(6) 2015 during an annual evaluation. Symptoms and troubleshooting related to the event were noted to be not applicable. The cause of the inability to aspirate was not determined. The patient chose not to change the catheter. The patient's concomitant medications included norco, dilaudid, lipitor, xanax, zophran, crestor, spironolactone, coumadin, detrol, potassium chloride, lasix, metolazone, cymbalta, tegretol, ondansetron, and liododerm. The patient's allergies included plaquenil, ativan, and keppra. The patient's medical history included lumbar discogenic spine pain, multiple sclerosis, radiculopathy, lumbar radiculopathy, and chronic intractable lumbar pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.